Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized and were in a coma for 5 days due to low blood glucose the customer's blood glucose readings are unknown at the time of the incident. The customer stated that their health care professional downloaded the pump but there was no data obtained. The customer's fiance stated that the health care professional had asked them to call and get the customer's pump replaced right away, as it gave the customer too much insulin. The customer was most likely wearing the insulin pump during the incident. Troubleshooting was not completed as the call dropped and the customer's account could not be verified. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided were incorrect with the initial report. The correct information has been provided with this report.